Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient stated they have to go all the way up and make it wide open for it to work and on the left side they don't feel anything so they wanted to know if there was anything they could do or if they had to go back to the doctor to do what they need to do. Patient reported they are not feeling stimulation on the left side and had to increase the stimulation on the right side since last week. Agent asked patient to connect with their controller and controller is 100% and their implant is 90% charged and therapy is on. Patient was on group b on program p1 @ 5.0, p2@5.1 and therapy is on all programs. Patient stated they want to try a different group and they switch to group a with four programs and said they are getting all kinds of shocks / stimulation on group a, patient stated the is adjusting intensity on the programs in group a and see how that feels. Agent reviewed device function and recommend patient adjust their intensity gradually on the programs to see if that gives them relief and consult with their healthcare office for next step if they are not getting from the ther apy. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.